Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data for another method, which was out of range. The customer allowed remote access to the ccc specialist. Ccc specialist observed failed calibration on different method due to qc being out of range and low precision on level 2 calibration. The customer unloaded the flex well and ran qc from different lot and the results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse aligned reagent probe 5 and sample probe 3 on server 3 and aligned integrated multi-sensor technology (imt) probe and imt module. The cse ran check 1 on imt module, which passed. The cse cleaned aliquot drain and housing and primed aliquot cleaner and pumps. The cse ran check 1 on aliquot, which passed. The customer ran a system check, which passed. The customer performed recalibration on different method, which passed. Qc results for all methods were within range. The customer reran the samples and obtained good precision results. A siemens headquarter support center (hsc) reviewed the instrument data and observed low fluid verify measurements with corresponding negative fluid deltas which indicated poor imt (integrated multisensor technology) fluid flow and sample positioning across the sensor. The hsc discovered that the samples were centrifuged outside of tube manufacturer's instructions. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. Hsc concluded that the cause of the event was sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular material contained in the two samples in question. Hsc further stated that the observation of a dirty aliquot probe, aliquot housing, and aliquot drain was evidence of poor sample quality. The cause of the discordant na, k and cl results on two patient samples was due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results and discordant, falsely depressed potassium (k) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower for na and cl and higher for k. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, na, k and cl results.